Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During follow up in clinic, high pacing impedance was noted on the left ventricle (lv) lead. A revision procedure was performed, however, due to the patient's anatomy a new lv lead was not implanted. X-ray imaging was performed and revealed no anomalies. The original lv lead remained active and implanted and the device was reprogrammed to resolve the event. The patient was stable.